Event description:
Customer reported via phone call to have low blood glucose of 46 mg/dl due to incorrect basal rate settings by healthcare professional. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.